Event description:
Information was received from a manufacturer representative (rep) via a patient who was implanted with a neurostimulator for post laminectomy pain and spinal pain. It was reported that on (B)(6) 2017 the patient experienced stimulation in their ribs and reported a tipped battery/battery is sticking out. With the current program, the patient is getting rib stimulation and would like it more in their lower back without it being so intense in their legs. The patient stated that to get relief they currently must turn the stimulator to an amplitude where it feels more intense, especially in their lower legs. This leads to motor stimulation and negatively effects the way the patient walks. It was noted that the patient has only charged once overnight, during which they could only achieve 4 bars with their recharger and it was not full when waking. There were no environmental/external/patient factors that may have contributed to the issues. The rep checked impedances which were within normal limits and the rep reprogrammed the patient to yield full coverage of bilateral lower extremity pain with little to no stimulation into the patient¿s feel and less stimulation in their ribs area. The sensor activation was completed. At the patient¿s request, the rep only activated the sensor on group b but left group a so they are aware of programming that patient does not like should the patient need future adjustments. The issue was not resolved at the time of the report, but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.